Manufacturer narrative:
The field service engineer (fse) replaced the red/white (r/w) preamp card resolving the reported issue. The instrument generated falsely elevated plt results when no platelets were seen on the manual slide review; the results from the manual slide review were accepted as correct. Per conversation with the field service engineer on (B)(6) 2018, it was confirmed the instrument was a backup instrument which is seldom used to run patient samples. The fse confirmed the instrument generated increased plt results with no plt specific suspect messages. The reported event is attributed to a malfunction of the red/white (r/w) preamp card . Patient information was not provided by the customer. Bec internal identifier - (B)(4).

Event description:
The customer reported recovering erroneous un-flagged increased plt results on patient samples run on their coulter lh 500 hematology analyzer. Erroneous results were not reported outside the laboratory, there was no change or affect to patient treatment in connection to the event. There was no impact to controls. Instrument data has been requested but was no longer available for review.